Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A DHR could not be conducted since the lot number was not provided. A corrective action is not required at this time as the root cause could not be determined without a sample. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of the pump dripping more than 5ml per hour could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the pump infused more than 5 ml per hour. No patient injury reported.

Manufacturer narrative:
(B)(4) the sample was returned for evaluation. A visual exam was performed and it was observed that the y-connectors were attached to the male luer; a blue clamp was engaged between the bolus and male luer; the bolus basal rate was 5.0ml/hr. Functional testing was performed and it was confirmed that each drip test delivered more than 5ml/hr of solution. Based on the results of the investigation, the autofuser will be shipped to the supplier for further investigation.

Event description:
The customer alleges that the pump infused more than 5 ml per hour. No patient injury reported.